Event description:
A healthcare professional reported that the vertical gas breakthrough and the treatment was converted to photorefractive keratometry in the unknown eye of a patient, during refractive surgery. There are multiple related reports for this facility. This report addresses the patient md, unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).